Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on february 28, 2022. During the procedure, after deploying two bands successfully, the device was stuck and would not deploy bands off of the ligator cap. The remaining bands were detached and the outer bands were tied together. It was reported that the procedure was completed; however, there was no information as to what device was used to complete the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that one band was deployed. The suture had one knot and it was broken. There were six bands on the ligator head without the suture, this could happen when the customer tried to deploy the bands. Per media analysis, one photo showed the handle assembly of the device, and it was observed that the trip wire was not secured, the other photo showed three handle assembly units without problems. The device was observed under magnification and the suture hole was in good condition. The handle had marks, indicating that the trip wire was secured. The ligator head teeth were damaged/bent. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands on the ligator head had no suture. There was one band deployed. The suture was broken and had only one knot. Additionally, the ligator head teeth were bent/damaged. These suggest that the device could not deploy. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head. This could have happened due to user manipulation, some technique performed during the procedure and/or even anatomical factors as well. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands. It is possible that these difficulties encountered could have caused the damage/bend on the ligator head teeth and suture could break when the customer tried to deploy the bands. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on (B)(6) 2022. During the procedure, after deploying two bands successfully, the device was stuck and would not deploy bands off of the ligator cap. The remaining bands were detached and the outer bands were tied together. It was reported that the procedure was completed; however, there was no information as to what device was used to complete the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the speedband superview super 7 was not returned; however, photos of the complaint device were provided by the complainant. Per media analysis, one photo showed the handle assembly of the device, and it was observed that the trip wire was not secured, the other photo showed three handle assembly units without problems. The reported event of bands unable to deploy was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the provided photo, it was observed that the trip wire was not secured. This condition, not securing the trip wire in the slot on the handle unit, could have affected the overall performance of the device causing the trip wire slipping through the handle assembly and contribute to an inaccurate deployment of the bands, this could have resulted an improper deployment of the bands. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic treatment of esophageal varices procedure performed on (B)(6) 2022. During the procedure, after deploying two bands successfully, the device was stuck and would not deploy bands off of the ligator cap. The remaining bands were detached and the outer bands were tied together. It was reported that the procedure was completed; however, there was no information as to what device was used to complete the procedure. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.